Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation was performed, slight wear from usage. Slight damaged due to the removal process. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
Per indicated: patient stated that since implant had been placed she has had pain and discomfort. Implant was fully integrated and stable. Doctor suggested removing implant to help with pain. Site was grafted with allograft prior to implant placement. Symptoms as a result of the event: pain. Surgical/medical intervention required for permanent damage: implant removal. Additional appointment required: yes, to place new implant. Was the procedure completed using another implant or another device? No.